Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however disk data is not yet available for analysis. No adverse patient effects were reported at this time.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however disk data is not yet available for analysis. This patient is will be monitored remotely, and the pacemaker remains in-service at this time. No adverse patient effects were reported at this time. This investigation will be updated should further information become available in the future.